Event description:
It was reported that the piston on the customer's insulin pump went off. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement test. The insulin pump had cracked case near the display window corners and cracked reservoir tube lip.